Event description:
It was reported that upon going to remove the trial and inserter the inserter came out without trial attached. It was observed that the threads had broken off the inserter. The second inserter was than used and screwed into the trial and removed successfully without delay or issue. Surgeon believed that he did not fully screw in the inserter upon reattaching it to the trial while in-situ. The surgery was completed successfully with no delay. No patient adverse consequence was reported.

Manufacturer narrative:
Method: visual inspection, functional inspection, product history review, complaint history review,nc/CAPA history review, labelling review, risk assessment. Result: the reported event of was confirmed via correspondence with the sales rep. Tip was confirmed to be fractured upon visual inspection - the tip of the slide trial handle was confirmed to be stuck inside the trial. No relevant manufacturing issues were identified for the reported lot. The instrument IFU indicates that instruments that have experienced extensive use or extensive force are more susceptible to fracture. This device was almost 10 years old at the time of the reported event. Conclusion: the age of the device (~10 years) concludes plausible root cause to be "normal wear based on age and extensive use of the device."

Event description:
It was reported that upon going to remove the trial and inserter the inserter came out without trial attached. It was observed that the threads had broken off the inserter. The second inserter was than used and screwed into the trial and removed successfully without delay or issue. Surgeon believed that he did not fully screw in the inserter upon reattaching it to the trial while in-situ. The surgery was completed successfully with no delay. No patient adverse consequence was reported.